Event description:
It was reported that the patient received inappropriate therapy. It was also reported that the right ventricular [rv] lead had a high number of short v-v intervals, a lead fracture was suspected, and a patient alert was triggered. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.